Event description:
The reporter contacted lifescan (B)(4) alleging an "error 2" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury.